Event description:
It was reported to medtronic neurosurgery that the connector to the patient catheter separated from duet tubing. According to the report, there was a potential sealing issue between the connector and tubing.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the hospital. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the hospital. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).